Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 05-mar-2022. It was reported that a (B)(6) male child patient ((B)(6) kg) experienced abscess on his right buttock as his infusion site became infected and was drained in the urgent care. Reportedly, this issue was possibly related to the infusion set which they treated with incision and drainage of wound. No further information available.